Event description:
It was reported that a (B)(4) transmission indicated 2 non-sustained ventricular episodes with short v-v and 2 non sustained ventricular episodes with 5 fs intervals. Lead impedance is stable. The patient has abandoned lead potentially causing interference. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.